Event description:
It was reported that during a device upgrade for a device at elective replacement (eri), the new device appeared to have stripped set screws. The new device was not used. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: operator, other devices. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during a device upgrade for a device at elective replacement (eri), the new device appeared to have stripped set screws. The new device was not used. No patient complications have been reported as a result of this event.